Event description:
It was reported that during implant the device was not able to be interrogated. A new ICD was used and telemetry was normal. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of telemetry anomaly was confirmed via review of the device image in the laboratory. The device was tested on the bench. Analysis found that the cause of the anomaly was an rf module component array anomaly.